Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated right coil') and device dislocation ('migration') in an adult female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal sterilization and thermachoice endometrial ablation". The patient's medical history included uterine bleeding, hypertension, pelvic adhesions, polycystic ovary and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("menorrhgia/irregular prolonged periods\excessive or abnormal menstrual bleeding"), pelvic adhesions ("adhesion"), dyspareunia ("dyspareunia"), dysmenorrhoea ("painful periods") and menometrorrhagia ("irregular prolonged periods\excessive or abnormal menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, pelvic pain, menorrhagia, pelvic adhesions, dyspareunia, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic adhesions, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient need additional surgeries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain. Most recent follow-up information incorporated above includes: on 11-jan-2021: medical record received lot number was added. Event " medical device monitoring error" was added. Medical history and reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated right coil') and device dislocation ('migration') in an adult female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal sterilization and thermachoice endometrial ablation". The patient's medical history included uterine bleeding, hypertension, pelvic adhesions, polycystic ovary and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("menorrhgia/irregular prolonged periods\excessive or abnormal menstrual bleeding"), pelvic adhesions ("adhesion"), dyspareunia ("dyspareunia"), dysmenorrhoea ("painful periods") and menometrorrhagia ("irregular prolonged periods\excessive or abnormal menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, pelvic pain, menorrhagia, pelvic adhesions, dyspareunia, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic adhesions, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient need additional surgeries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain lot number: 50500523 manufacturing date: 2010/02 expiration date: 2013/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforated right coil') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("menorrhgia/irregular prolonged periods\excessive or abnormal menstrual bleeding"), pelvic adhesions ("adhesion"), dyspareunia ("dyspareunia"), dysmenorrhoea ("painful periods") and menometrorrhagia ("irregular prolonged periods\excessive or abnormal menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, device dislocation, pelvic pain, menorrhagia, pelvic adhesions, dyspareunia, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic adhesions, pelvic pain and perforation to be related to essure. The reporter commented: patient need additional surgeries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. This case: (B)(4) was identified duplicate of the present case. Information transferred to the remaining case: " med watch 3500a MFR number (2951250-2020-14006). Events ¿perforated right coil), irregular prolonged periods\excessive or abnormal menstrual bleeding, and painful periods¿; reference numbers and source document. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("menorrhagia"), pelvic adhesions ("adhesion") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menorrhagia, pelvic adhesions and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: patient need additional surgeries. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.